Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had an emergency room visit on (B)(6) 2017 with blood glucos over 500 mg/dl. Customer had symptom of vomiting. Customer's emergency room visit was due to diabetic ketoacidosis and high blood glucose. Customer was in the intensive care unit and was treated with IV until blood glucose was stabilized and was sent home. Customer was wearing insulin pump at the time of emergency room visit. Customer reported that high blood glucose was due to inserting infusion set incorrectly.